Event description:
A powered substance was found to be attached to the stem when the package was opened. The stem was implanted after washing in a formalin and saline solution. There was no adverse consequence for the pt.